Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 500 mg/dl for one week in 2009. She injected insulin via syringe and she bolused through the infusion device to lower her blood glucose and she changed the infusion set and insulin cartridge. On the last day, she switched to her backup infusion device and her blood glucose returned to normal, 140 mg/dl. She believes the primary infusion device does not properly deliver insulin. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.